Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction section b5: b5 should have been "it was reported that both of the patient's leads migrated and the patient lost effective therapy. Surgical intervention was undertaken and therapy was restored postoperatively" rather than "it was reported that both of the patient's leads migrated and the patient lost effective therapy. Surgical intervention is planned to address the issue."

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads migrated and the patient lost effective therapy. Surgical intervention is planned to address the issue.